Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffé gen. 2 on a cobas 6000 c501 module. The sample initially resulted in a creatinine value of 0.86 mg/dl. The result did not match the patient's historical results, so the customer decided to repeat the sample. The repeat result was 1.11 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The creatinine reagent lot number was 78847601, with an expiration date of 31-dec-2025. The field service engineer performed a hardware check and one test parameter was outside of specifications. The engineer replaced solenoid valves. After the valve replacement, an additional hardware check was performed and recovered within specifications. The investigation is ongoing.